Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of cloudy fluid when draining and abdominal pain in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On (B)(6) 2011, the consumer reported that the patient experienced cloudy fluid when draining. On the same day, the nurse reported that the patient experienced "abdominal pain, no infection found." The patient was hospitalized on that same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the event of "abdominal pain, no infection found" was unrelated to dianeal therapy and did not provide an opinion of causality for the event of cloudy fluid when draining reported by the consumer. On (B)(6) 2011, further information was received from the pd nurse (pdn). The pdn confirmed the consumer's report of cloudy pd effluent. On (B)(6) 2011, the patient had recovered. The nurse reported that the event of cloudy pd effluent was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883520, gd883108, gd881474 and gd882241 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.